Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: 2009-(B)(6), explanted on: unk.

Event description:
It was reported that the patient experienced numbness of the lower extremities. The patient also experienced "worsening spinal musculature"; moderate severity. The patient underwent surgical revision of the device; catheter was spliced on (B)(6) 2011. The event resolved without sequelae as of (B)(6) 2011. Drugs delivered via the device included dilaudid, bupivicaine, baclofen, clonidine and droperidol.

Event description:
Additional information: it was reported that the catheter was revised secondary to suspicion of an inflammatory mass or a problem with the catheter, however during surgery, neither an inflammatory mass nor a problem with the catheter was observed. It was then noted that the symptoms may be attributed to the patient's metastatic disease. It was clarified that the baclofen delivered via the device was compounded.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient¿s indication for use was malignant pain and breast cancer. The patient was receiving dilaudid (5.0 mg/ml at 6.5052 mg/day), bupivacaine (30.0 mg/ml at 39.031 mg/day), compounded baclofen (800.0 mcg/ml at 1,040.84 mcg/day), clonidine (400.0 mcg/ml at 520.42 mcg/day), and droperidol (125.0 mcg/ml at 162.63 mcg/day). The patient presented to the clinic for evaluation/examination on (B)(6) 2011, revealing a pump malposition. A pump and catheter revision were scheduled. The device diagnosis was pump malposition. The pump was not revised, but the catheter was. The event was related to the device/therapy. The event was not related to the implant procedure. The event was unresolved with no further action planned. No further complications were reported or anticipated.

Event description:
Additional information was received. The cause of the pump malposition was not determined.